Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced bleeding at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2017 patient's husband reported the patient and he were not able to stop the bleeding. Patient went to the clinic on (B)(6) 2017, and was treated with injection of lidocaine and 2 stitches. No hospital stay or any other treatment was needed. At time of contact, patient is doing good feeling fine. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.